Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that attempt to download data with two different hvad monitors failed to transfer data from the controller. There was no error messages. Reboot was attempted with no success. The controller was exchanged with no reported effect on the patient as it was tolerated well. Issue resolved with the replacement of the controller. Investigation is ongoing. The patient is in the hospital due to general condition since the implant (B)(6) 2015.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a damaged pin in the serial port connector. In addition, the serial port connector center block was dislodged inwards toward the housing. These failures prevent the controller from communicating with monitors. The manufacturer has opened an internal investigation to evaluate these types of issues. There are no apparent contributing clinical factors to the reported event.